Manufacturer narrative:
(B)(4). Batch # p9244x. The device was returned with the blade damaged with the tip off. The blade tip was not returned. This blade tip portion may have broken off the device during transport to our analysis site. The reported complaint was for an alert screen. Dry body fluids were observed on the shaft, handle, and instrument cable. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. During our investigation of the device, it was confirmed that ¿blade error detected¿, ¿relax pressure on blade¿, and ¿remove instrument from patient¿ alert screens were encountered during the procedure; however, we were unable to duplicate these during the investigation. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephroureterectomy procedure, in the middle of the procedure the generator error read to reposition jaws. When surgeon repositioned jaws, generator error read replace instrument. After cleaning jaws and trying again, generator still said to replace device. Surgeon could complete case without opening another device. There were no adverse consequences for the patient. One device will be returned.